Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.